Manufacturer narrative:
(B)(4). Date sent: 11/15/2023. D4: batch # unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9dd0m, and no non-conformances were identified. Additional information was requested and the following was obtained: the reload color was blue. The reload attached to the stapler at the time the jaws were stuck was a blue reload. The stapler was not in the patient when the jaws got stuck, this happened when the scrub tech clamped down on the slr applicator. The trouble shooting steps that were used were to keep locking and unlocking the closing trigger but this did not open the jaws. The jaws are still not open. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, the jaws would not open. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4: batch # 475c53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the jaws in the closed position with a reinforcement cartridge in the jaws and with a gst60b reload loaded on the device. The reload was received unfired. During the functional test, the device would not open normally. The reverse force was applied to the closing trigger to open the device. No functional issues after opening the device. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number 475c53, and no non-conformances were identified.